Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit passed active current measurement test and sleep current measurement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any battery related alarms that were recorded. No relevant alarms were verified on or around event date. Proceeded by cutting unit open and perform a visual inspection on connectors and electronic assembly. Per visual inspection all connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit may had an intermittent failure not detected our testing. Unit was received with pillowing keypad overlay. Unexpected battery loss was not confirmed due to unit powering up normally after battery installation. No unexpected alarms during testing or pump download history. Unit function properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1882. Customer reported pump was dropped/bumped and/ or pump has possible physical or cosmetic damage. Troubleshooting was not performed and no harm requiring medical intervention was reported. Mmt-1882 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.